Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by a hardware fault in a supplier part. In the investigation analysis it was found that a capacitor of the 8v power supply of the flat panel detector (fd) had dried out, which led to the loss of the supply voltage. Since the flat panel detector could no longer be operated, the system correctly prevented the triggering of radiation. This is an intended and specified mitigation to protect the patient. The affected 8v power supply has been exchanged by the local service organization. After replacing the affected power supply, the system again functioned faultlessly. The check of the database could not detect any error accumulation or systematic error. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Initial reporter telephone number is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane mn system during an interventional procedure. The procedure was continued and finished using an alternate system. At the time of this report, adverse impact to the patient's health as a result of this event has not been reported to siemens. Siemens has requested additional information in order to investigate the reported event. The reported event occurred in (B)(6).